Event description:
It was reported that patient experienced diminished/loss of therapy. X-rays showed that both leads migrated. Programming was attempted. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.